Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) procedure due to unknown reason. The app was removed and replaced with a spectra concealable penile prosthesis (spp). No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The app was removed due to the left cylinder had an aneurism, therefore it was no longer filling. The patient had a good outcome with a new functioning device.